Event description:
The customer performed a blood glucose test and received a result of 500mg/dl and took 3 extra units of r. Within 1/2 hour the customer passed out. Paramedics were called and the customers blood glucose was low. Paramedics instructed the customer to eat. The customer ate to bring up blood glucose level. No controls were in use. A request was made for the return of the suspected device and replacement product was sent.